Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received indicating, the reported issue occurred during an unknown therapeutic procedure. It was noted, the intended procedure was completed with the same device with no health hazards. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
A user facility submitted a repair request to the olympus service center indicating, due to poor contact of the connector receiving part, the visera pro video system center had noise and blacked out when the scope/camera head was shaken while connected. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. In addition, during evaluation, battery consumption issue was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.